Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failed to open. The field service engineer (fse) logged in and tried to recover but failed. Fse then instructed the user to look for any debris and identified obstruction from a bin and debris applying internal pressure on the door. Guided customer to push in on the door and pull as soon, opened the door and reconfigured it to resolve the issue. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, hardware failure and user rebooted the station the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.